Event description:
It was reported by the patient's family that the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately two months after device was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received from the physician indicated the cause of death was alzheimer's disease. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.